Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers parent believes the "insulin pump is defective". No further specific information was provided and customer declined followup from tandem technical support.